Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Analysis of the hybrid revealed the device failure mode was confirmed as atrial oversensing was present during telemetry. The atrial chamber was not oversensing when the device was not in a telemetry session. Ventricle sensing was nominal both during telemetry and not in telemetry. The failure mode cleared when the hybrid was removed from the battery for further analysis and did not return. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the at/af detection. Analysis of the device memory indicated an issue with the egm (electrogram) waveforms and markers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the atrial tachycardia / atrial fibrillation (af) implantable pulse generator (ipg) detection pattern was not consistent with the electrograms (egm) and the internal device issue was suspected. It was also noted that the ipg markers were incorrect and inappropriate therapy was noted. It was also reported that the right atrial (ra) lead exhibited oversensing. Ra lead were reprogramed to vvi mode. The ra lead remains in use. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.